Event description:
Patient reported that five weeks after injection with three syringes of "juvederm voluma," they developed "two rocks" under the eyes, "little round balls" on the cheeks, and the product "seemed to have dropped and fell down to the mouth." The patient also experienced pain in the cheeks, headache, and "swelling on [the] entire face." Patient was treated with unspecified antibiotics and steroids.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "two rocks" under the eyes, "little round balls," the product "seemed to have dropped and fell down to the mouth," pain, headache, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.